Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited a high capture threshold. Upon repositioning attempts, the helix of the ra lead failed to extend. The ra lead was not used, and the physician abandon the implantation of the ra lead. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5. Describe event or problem should have been "it was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited a high capture threshold resulting in loss of capture. Upon repositioning attempts, the helix of the ra lead failed to extend. The ra lead was not used, and the physician abandon the implantation of the ra lead. The patient was in stable condition." Rather than "it was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited a high capture threshold. Upon repositioning attempts, the helix of the ra lead failed to extend. The ra lead was not used, and the physician abandon the implantation of the ra lead. The patient was in stable condition".

Manufacturer narrative:
Correction: h6. Medical device problem code should have been ¿1081, failure to capture "rather than ¿2891, capturing problem¿.